Event description:
An impella rp flex device was inserted surgically into the right internal jugular vein in a 66-year-old male patient with a past medical history of diabetes, presenting in scai stage e shock, on a left ventricular assist device (lvad), on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP), for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery. The impella was placed due to right heart failure. While the patient was in the intensive care unit (ICU), the impella flows decreased suddenly to 1lpm. It was reported that the physician repositioned the device prior to the flow drop. Flows continued to drop, so a decision was made to remove the device. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 2.5 l/min as intended. The impella is being conservatively reported due to the early explant of the device; however, the removal was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the low pump flow was not determined since insufficient clinical details were provided, data logs were not available, and product was not returned.